Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain three times since having essure put into place') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("periods extremely heavy") and dysmenorrhoea ("periods extremely painful"). The patient was treated with surgery (removal of essure). The reporter provided no causality assessment for abdominal pain, dysmenorrhoea and menorrhagia with essure. The reporter commented: discrepancy noted: date(s) of insertion: 21jun2010, 01-jun-2010 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Removal details added. Case becomes incident. Patient middle name and product indication updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain three times since having essure put into place') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criterion hospitalization), menorrhagia ("periods extremely heavy") and dysmenorrhoea ("periods extremely painful"). The reporter provided no causality assessment for abdominal pain, dysmenorrhoea and menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain three times since having essure put into place') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criterion hospitalization), menorrhagia ("periods extremely heavy") and dysmenorrhoea ("periods extremely painful"). The reporter provided no causality assessment for abdominal pain, dysmenorrhoea and menorrhagia with essure. Most recent follow-up information incorporated above includes: on 26-dec-2019: upon internal review (B)(4) case has been identified as duplicate of (B)(4) case. This is retention case. Primary reporter and lawyer information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.